Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S/w 3.18e. Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4). Initial notes: cust called sts that she is having problems with her pump. Inquired what led up to the complaint. Customer response: cust sts that yesterday she noticed she has a crack on the back left side of her pump starting at the bottom going up to the top; has tape over it. Cust sts that she never dropped her pump. Cust sts that she always changes her sensor on wednesday and got the new transmitter and is having issues getting back into auto mode after she changes her sensor. Cust sts that she is on blood thinners and has blood at site when she inserts her sensor. Cust sts that she uses upper arms per diabetes educator. Bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Adv to d/c from pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack. 2. Damage occurred: does not know. 3. Location of the damage is: back of pump. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: shipped replacement. Advised cust to call when she is experiencing the bg required loop, advised to reach out to hcp regarding blood at site. (B)(4).